Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade, (requiring pericardiocentesis), a cardiac arrest (requiring cardiopulmonary resuscitation), and death. During mapping phase, the patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded an unspecified volume of fluid. Subsequently, the patient arrested and cardiopulmonary resuscitation (CPR) was initiated. Resuscitation efforts were unsuccessful and the patient expired. Patient factors cited that may have contributed to the adverse event include a low ejection fraction. There is no autopsy information. Physician did not provide a causality opinion regarding the cardiac tamponade, cardiac arrest, or death. There were no issues or errors reported on any bwi products or equipment during the procedure. No ablation was performed. There is no information regarding spi value, catheter proximity, or catheter zeroing. There were no issues or errors reported on any bwi products or equipment during the procedure.  There is no information regarding transseptal puncture, sheath, generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure.